Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v735565, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. Caller reports display showing "call your doctor" icon. Caller reports a por (power on reset) condition. Saw por first the day of reported event date on programmer. The patient connected to try to turn her ins (stimulator) off. She hasn't used her programmer since (B)(6) 2014. A shocking or jolting sensation was reported. She fell about 2 weeks ago and she thinks her stimulator has moved and she was feeling pain, a shocking sensation in the bicycle seat area. The patient described a ripping tearing sensation in the back of her spine like she felt after her implant procedure. She only feels the pain and shocking when she sits in certain positions. Her legs will twitch and she cannot control it. The patient states that will happen randomly throughout the day. She did not report the fall to her healthcare provider. The patient didn't think to until she started having symptoms and she feels that now the symptoms were getting worse. She has been in a hospital recently that could explain the por on her programmer. (Tearing sensation after implant captured in (B)(4)-tearing sensation also) additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.